Event description:
The customer stated the device needs repair for an intermittent power connector. No harm to patient.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.